Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy resumed following the procedure.

Manufacturer narrative:
Correction\removal reporting number: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to establish communication between his ipg and external devices. The patient's programmer also reflects a communication error. The patient has not recharged the ipg in 4 weeks and has lost stimulation. Surgical intervention will be taken to address the issue.